Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 at 01:01pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. The ez-carb, ez-bg, and temp basal features were tested and were found to be functioning correctly. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient reportedly experienced an elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting indicated that the patient was miscounting carbohydrates and overriding the dosage recommendation from the bolus calculator feature. Additionally, it was noted that the basal/temporary basal settings had been incorrectly programmed. Although troubleshooting did not find any defects with the pump, the patient insisted the pump be replaced. The alleged bg excursion does not meet criteria for a serious injury. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.